Event description:
Per the initial report, the home patient unspikes the heater bag and replaces it with a solution bag. Baxter's technical service center assisted the home patient with ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.